Event description:
The customer reported that the insulin pump kept alarming motor error. The blood glucose reading was 127mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, broken belt clip, cracked reservoir tube and lip, and missing end cap sticker.